Event description:
It was reported that while reaming the tibia, the flexible shaft connector fell apart. Surgeon had to ream by hand to complete the procedure. No broken pieces left in patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the part was received disassembled with the set screw threaded completely in the hole in the collar. There are marks on the screw indicating that a screwdriver has been engaged in the slotted head at some point and possibly on several occasions. There are several scratches and nicks on the coupling end and the letter e is etched on the shaft indicating that the device was part of a set in the evaluation program. The device was reassembled and functioned as intended. The device was manufactured in june 2004 and is over 8 years old. The set screw then had to be loosened to the point that only one thread remained engaged in the collar before the assembly could be taken apart. At that point the set screw is extremely loose and could easily fall out of the hole if the screw is bumped or the collar shaken. Since the screw was fully seated in the collar when the device was received and was not lost when the complaint condition occurred, it cannot be determined what caused the assembly to fall apart as described. Based on the condition of the device and the marks on the screw head, it is possible that the device was disassembled for cleaning and sterilization and not properly reassembled. It cannot be determined why the set screw became loose, therefore, the complaint is indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)